Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to heart failure. The customer's spouse stated that she believed the blood glucose reading was normal at the time of death. The customer was wearing the insulin pump at the time of death. The customer's spouse stated that she had taken the insulin to the clinic and donated it; she would not be returning the device for analysis. Nothing further reported.